Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the upper case was broken and contaminated, three control knobs were contaminated, the ring cover was contaminated and one side bail cover was broken and the main keypad was contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported to the biomedical engineer that the sensing was out of specification. He was able to reproduce the issue. No patient involvement or complications were reported as a result of this event.